Event description:
1) what went wrong with the device: an obturator is installed in the lumen of the tracheostomy cannula, which makes it easier to insert the cannula in the trache and to reduce the caliper gap between the outer diameter of the cannula and a guide. It was reported that during pulling out the mandrin, the tip of the obturator broke off and remained stuck in the cannula. Thanks to the quick action of the staff, harm to the patient was averted. 2) description of health effects: no health effect of the patient reported.

Manufacturer narrative:
Sample investigation: examination of product(s) returned - no product returned yet. Qc and production documentation: inspection of the incoming goods - no results because batch number is not provided. Supplier complaint submitted to the manufacturer of the obturator - manufacturer identifies affected production batches of the obturator. The root cause analysis has been carried out as part of CAPA 000315. Possible causes were identified in the application or in the material and manufacturing of the obturator. Incorrect use of the obturator could be ruled out as the user reported no manipulation or peculiarities in the application. It can therefore be assumed that the tip of the obturator was not pre-damaged and that the tensile forces applied by the user did not exceed a normal range. The manufacturer's root cause analysis indicated that inappropriate injection temperature during processing could be causing the fault. The following measures were therefore initiated by the supplier: refreshing training of the moulding machine operators. And a modification of the mould sockets to increase the integrity of the tip. We assume that the product was manufactured before implementation and completion of the CAPA 000315. Initiation of CAPA and timely termination. CAPA status: completed. Initiation of fsca 2025-07 with safety notification, bfarm ref. (B)(4): fsca 2025-07 will start on 11.08.2025, the termination is planned for end of september 2025, status: completed.